Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 1282867. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282867 for similar events and no other complaint was identified. Review completed utilizing keywords:dental : packaging : missing or incorrect label information based on the investigation and risk management file review, the most likely root cause determined was likely improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event/coob is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name unknown / not provided. G4: premarket identification k061410/k013227.

Event description:
Doctor reported that during a surgery the surgeon opened tsvb13 lot 1275284 and inside was tsvb11 with lot 1282867. The stickers and the implant vile were all tsvb11 lot 1275284 and the box was tsvb13 lot 1275284. Doctor requested they send the 1 unit of tsvb11 lot 1275284 they have in their inventory to complete a quality check. No impact patient. On (B)(6) 2024 distributor confirmed that the implant was placed in patient mouth.